Event description:
Quality controls (qc) have been out of range with high bias when using troponin l2kti bch kit lot 261 with biorad controls from lots 23530 and 23510 on the immulite 2000 instrument. There were no reports of patient intervention or adverse health consequences due to the qc being out of range.

Manufacturer narrative:
The cause of the out of range troponin qc is unknown. Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00268 on (B)(4), 2012.additional information: an urgent field safety notice (ufsn), (B)(4) - immulite 2000/immulite 2000 xpi troponin I high control bias, was sent to customers in (B)(4) 2012.siemens is currently investigating this issue.